Event description:
Customer stated that the needle would fall off the suture when the nurse was trying to load the needle into the needle holder. There are no reported adverse consequence to the patient related to this event.